Manufacturer narrative:
The report we received from our affiliate indicated that the procedure was a shunt percutaneous transluminal angioplasty with a venous approach. The target lesion was the cephalic vein, which was approximately five centimeter, diffused, and heavily calcified. During the second dilatation, the balloon was ruptured. Inflation pressure at time of the balloon rupture was unknown. The powerflex p3 dilation catheter was withdrawn, and the procedure was completed with an ultra thin diamond 4mm x 4cm dilatation catheter. There were no adverse effects to the patient. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
Balloon rupture.